Event description:
It was reported that, after general anesthesia, this procedure was cancelled because the inflatable penile prosthesis did not need to be replaced. During the preparation state, an accessory kit was opened but not used. There were no device issues reported and no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this accessory kit underwent a thorough analysis. The component was microscopically inspected, during which it was noted that a blue tubing length was cut into two pieces and a proximal tool and keith needles were not returned for analysis. Based on the information available and analysis results, no allegations related to the device were received and no device issues were identified upon analysis.

Event description:
It was reported that, after general anesthesia, this procedure was cancelled because the inflatable penile prosthesis did not need to be replaced. During the preparation state, an accessory kit was opened but not used. There were no device issues reported and no patient complications.